Event description:
The customer stated that she was taken to the ER via ambulance due to hypoglycemia. The reported blood glucose reading was 42 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated that her blood glucose has been low at lunchtime everyday. The customer stated that the insulin pump was registering less insulin delivered per day than what she did by adding the basal and bolus deliveries together. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.